Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: patient received the product in (B)(6) 2013 and the a.s. Glenoidal keeled cemented component was revised on (B)(6) 2015 due to aseptic loosening. Two x-rays were returned for investigation. Clear date is not available. On one of the two pictures it was slightly visible that it was performed in 2015. The two x-rays showed the right shoulder in ap position. The humeral stem seemed to be well positioned together with the humeral head. The two x-rays were very poor in quality. It was very difficult to evaluate, in order to determine if loosening occurred as reported. The contrast in one of the two pictures has been modified and it seemed that radiolucent region was visible ventral-distal respect to the center of rotation of the join. Despite that, loosening could not be confirmed since to reference x-rays were not provided (pre-operative, left side x-rays, etc.) Primary implantation report, dated (B)(6) 2013: a (B)(6) female patient underwent tsa due to severe central osteoarthritis in the right shoulder. The surgeon decided for a keeled prosthesis since he found a very small glenoid. No other conspicuous information. Surgical history of patient: (B)(6) 2011 left total knee replacement. (B)(6) 2011 right tha . (B)(6) 2013 right total shoulder arthroplasty. (B)(6) 2014 left total shoulder arthroplasty. Patient data: bmi 28.39, weight (B)(6), height 65 in. Devices analysis: device analysis could not be performed as no product was available for investigation. Possible causes for the reported event according to dfmea: aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning. Bone fracture, loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone. Loosening due to wrong geometry of peg, wrong positioning, insufficient bone. Loosening due to wrong geometry of keel, wrong positioning, insufficient bone. Bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp. Loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp. Thermal necrosis and/or implant loosening and impossibility to use MRI scanning due to MRI:- magnetically induced displacement force and torque; -radiofrequency induced heating:- image artifacts surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer (B)(4) systems and sizes. Septic loosening due to infection due to unsterile implant, resterilization in spite of prohibition (for polymers). Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment) due to intraoperative corrections might contribute to poor long-term results. Comparison to investigation results whether it is possible and justification: possible as neither preoperative x-rays, revision operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore cannot be excluded that one of these causes contributed to the event. Possible as neither preoperative x-rays, revision operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore cannot be excluded that one of these causes contributed to the event. Not possible as none of the root causes listed has been observed. Not possible as none of the root causes listed has been observed. Possible as neither preoperative x-rays, revision operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore cannot be excluded that one of these causes contributed to the event. Possible as neither preoperative x-rays, revision operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore cannot be excluded that one of these causes contributed to the event. Not possible as this was not reported, can be excluded. Not possible as stem was well implanted, moreover the surgical report stated that the surgeon followed well the surgical technique. Moreover the component are compatible not possible as stem was well implanted, moreover the surgical report stated that the surgeon followed well the surgical technique. Moreover the component are compatible not possible as aseptic loosening reported. Not possible as no intraoperative corrections mentioned in the surgical report. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Surgical report and x-rays were received for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a.s. Glenoid s cemented keeled on (B)(6) 2013 on the right side.the patient underwent a revision surgery on (B)(6), 2015 due to aseptic loosening of the glenoid component.